Manufacturer narrative:
Result - (operational problem): visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to the lens was too long. The surgeon noted the eye was bulging and the iris was being pushed forward, so decided to remove the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated the lens was explanted due to excessive vaulting and was exchanged for a shorter lens, which resolved the problem. The patient's post-op uncorrected visual acuity was 20/15.

Manufacturer narrative:
H6: event problem and evaluation codes: method code(s): 3331 (process evaluation): device history record review. Result code(s): 213 (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): 67 (unable to confirm complaint): based on the complaint history and work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Resubmission of supplemental MDR#2 requested by FDA. Supplemental MDR#2 is not applicable due to error in numbering of follow up reports. See supplemental MDR#3. Claim# (B)(4).